Event description:
It was alleged that the patient suffered a third degree burn while undergoing a caesarian section. The customer reported that the burn was one and one half inches long and 3/4 inch in depth and looked like an "incised" burn, surrounded by white char. The burn was discovered on the left leg under the catheter when the tape securing the catheter was removed. The grounding pad was on the opposite (right) leg. There were reportedly no holes in the surgical drape and the bovie was in the holder, not resting on the drape. Reportedly, the injury was treated by excision and primary closure. The customer mentioned that there may have been liquid under the catheter tube.